Event description:
The patient, a 79-year-old male, underwent a nerve decompression surgery on (B)(6) 2023, during which axoguard ha+ nerve protector was applied to the left ulnar and median nerves. A week after the surgery, the patient developed redness and pain at the elbow surgical site, prompting the surgeon to take the patient back to the operating room on (B)(6) 2023. During the procedure, axoguard ha+ nerve protector was removed from the elbow surgical site due to infection symptoms, including inflammation and fever. Additionally, second axoguard ha+ nerve protector was removed from the left carpal tunnel site, although there were no symptoms reported at that site. Cultures were taken from the surgical beds. Intra-operative photographs and histology of the explant were requested but not available for review.

Manufacturer narrative:
On (B)(6) 2023, the surgeon performed surgery to relieve pressure on the left ulnar nerve at the elbow and median nerve at the wrist of a 79-year-old male patient. During the procedure, axoguard ha+ nerve protector was applied. A week later, the surgeon noticed redness and pain at the surgical site of the patient's left elbow. The surgeon then decided to bring the patient back to the operating room on (B)(6) 2023 and removed the implant from the elbow surgical site due to infection symptoms. The surgeon also removed the second implant from the left carpal tunnel site as a precaution, even though there were no symptoms present at that site. Available information was provided to the medical director on 14 sep 2023. Multiple attempts by phone and email were made to gather additional information. Findings of the investigation are as follows: - due diligence was initiated; 24 devices from the same lot(s) were identified to have no issues after implantation. - there is no confirmation that the observed clinical scenario in this patient, at the elbow operative site, represents a reaction related to the implant. There is no pathology report obtained on the explanted implant that indicates an allergic reaction. - only one surgical site (elbow) is reported to have inflammation accompanied by fever. Most likely the causality is superficial surgical wound infection between the 4th and 7th postoperative day. This is supported by the fact that there were no observed signs of infection in the other surgical site (carpal tunnel). - the surgeon decided to remove the surgical implants and culture the wound beds , which is a reasonable consideration. - no signs of reaction to the implant were reported and cultures of the wound bed were negative. Conclusion: -there is no confirmation that a reaction related to the implant occurred. -there is no evidence that the implant is responsible for the observed clinical scenario at the site of the elbow. -it was reported by the physician assistant of the surgeon that the patient had fully recovered since the last surgery.